Event description:
During a remote follow-up, episodes of pacemaker mediated tachycardia and undersensing resulting in inappropriate high voltage therapy were observed on the device. Technical support was contacted and confirmed the device was performing as programmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.